Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that an elective replacement indicator (eri) was seen and they only had the implant for about 8 months. It was noted they were dissatisfied with the ins longevity. No patient symptoms were reported. No further complications were reported or anticipated with this event.